Manufacturer narrative:
The customer found bubble in the ion-selective electrode (ise) buffer and observed that the fitting on the reagent bottle was loose. A bci field service engineer (fse) found line #24 pinched between the flow cell bracket and the chassis. Fse electrolyte injection cup (eic) valve mod 10874 and completed the ise calibration health check and precision health check. Fse received a waste sump full error when performed the qc test, which shut the analyzer down. Fse cleaned and emptied the sump and the valve. Fse primed the instrument 20 times. Fse tested qc and observed carsouel motion error. Fse restarted the instrument and completed the qc test. Repairs were verified per established procedures.

Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report that the electrolytes failed calibration. Sodium sample references were inconsistent. No injury or exposures were reported.